Event description:
It was reported that the patient experienced recurring incontinence while using this artificial sphincter. A surgical procedure was performed and the device was removed and replaced. There were no additional patient complications reported.